Event description:
After using device 3 weeks on thighs and stomach rptr's legs began to hurt, spider veins developed and burn marks appeared. The gel was used as directed. Rptr has had no positive results from use. Co has not responded to calls or emails. Device has been returned to store.